Event description:
Patient was reported to have pain at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the ipg was moved and the issue was resolved. Therapy was restored post-op.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.